Event description:
It was reported that the patient experienced syncope and presented to the hospital. Upon device interrogation, the lead exhibited high impedance. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).